Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Event description:
It was reported via phone call that the retainer ring that holds the reservoir in place was loose. Customer's blood glucose was unknown at the time of the incident. Customer was advised the insulin pump will be replaced. The insulin pump was returned for analysis.